Event description:
It was reported that patient was not getting enough pain relief. The patient underwent an implantable pulse generator (ipg) and lead explant procedure. The explanted device component will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7077115. Product family: scs-lead fixation upn: m365sc43180. Model: sc-4318. Serial: n/a. Batch: 28463706.